Manufacturer narrative:
Device evaluation summary: the reported error code 14 was verified during service. The service technician noticed that the level sensor (emitter and detector) was not working properly and that red blood cells (rbcs) were spilling over to the waste bag. It was also noticed that the emitter led current was reading below 40 ma and the detector gain was reading above 100%. The service technician calibrated the emitter and detector to get the correct current and gain readings; however, they could not be adjusted to get the correct readings on the system controller pcba board during the calibration. The issue was resolved by cleaning the optics, disassembling the instrument, cleaning the level sensor emitter and detector boards and reseating the cables on the level sensor emitter and detector boards for a better connection. The service technician then calibrated the instrument to get the correct current and gain readings on the system controller pcba board. Preventive maintenance was performed per specifications. Note: the instrument was serviced/analyzed in the facility by a field service technician. The instrument did not return to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of an autolog iq instrument, it was reported that there was an occurrence of error code 14. The instrument was not used, as the procedure was aborted. Medtronic received additional information that during field service, the service technician was informed by the customer that red blood cells (rbcs) were spilling over to the waste bag. The customer was unable to provide details regarding the volume of blood lost or the necessity of a transfusion. There was no reported adverse patient effect.